Event description:
Patient's wife reports the machine and filter are not producing enough air. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported. Diagnosis for use: copd. Dpc: 3005 2964 hecc: 4580. Reference report: mw5187405.